Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) lobectomy, the position of the jaws was found to be inappropriate. After loosening the jaws and after adjusting the position, the surgeon found that the jaws were deformed and could not be closed completely. Another device was used to complete the case. There was no patient injury.